Event description:
It was reported that the patient underwent a posterior spinal fusion at t4-s2 to treat a collapsing spine. It was reported that metal shavings came off of the set screw. The shavings were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and microscopic inspection identified upper thread flank damage (skiving) starting at the leading edge of the set screws and extending around the thread, consistent with overloading of the implant.